Event description:
It was reported the patient moved 4 years ago and had not had the device checked since. The patient felt a pause in stimulation and when the stimulation came back it came back hard then settled down. The patient did not notice a pattern as to when this occurs or what could have caused it. It was noted it was not position specific. The patient noticed it started a few months back and had been happening more frequently. It was noted the therapy still worked for the patient and she was still receiving relief. It was also reported the patient turned stimulation down at night unless she had a bad night then she kept it on. Additional information has been requested but was not available as of the date of this report.

Event description:
Additional information received reported that the patient still had concerns regarding her device or therapy but was working with her doctor or manufacturer representative. A scheduled appointment date of (B)(6)-2012 was listed. The patient was awaiting her health care provider's (hcp) office to arrange a session with the representative. The hcp agreed 'something' was wrong, but questioned the exact nature of the problem.

Manufacturer narrative:
Product ID 377760, lot# v004015, implanted: 2006 (B)(6), product type lead, product ID 377760, lot# v004015, implanted: 2006 (B)(6), product type lead, product ID 37752, serial# (B)(4), product type recharger, product ID 37742, serial# (B)(4), product type programmer, patient. (B)(4).